Event description:
The patient experienced a new pain that did not respond to the pump dosing of 4 mg per day of morphine 20 mg/ml. The patient had a suspected mass at the tip of the catheter. The catheter was located at the t 12 level. The hcp (healthcare provider) discontinued the pump therapy and aspirated the catheter contents on (B)(6) 2010. On (B)(6) 2010, the patient underwent removal of the existing catheter's spinal segment. A new spinal segment was placed and the catheter tip was positioned at the l 1-2 interspace level. Patient outcome following revision surgery was not reported.

Manufacturer narrative:
(B)(4).